Manufacturer narrative:
The surgeon reported three (3) cases of toxic anterior segment syndrome (tass). An inflammatory response in the anterior chamber was noticed at the post-operative visit. All surgeries were uncomplicated. The damage to the cornea and choroid is not immediately predictable. Medical treatment was required. The facility ophthalmology department has stopped the entire cataract surgery program immediately. The facility noted the common denominator appears to be the surgery equipment and/or the instrument sets; these will therefore have to be subjected to thorough investigation. Some patients already have some improvement with the medical treatment. The patients are monitored on a daily basis. The customer is returning fourteen (14) handpieces. It is currently unknown which handpiece was used on which patient. The facility sent a few pictures of the handpieces, the inner part, has white dots/spots which are clearly visible. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. There is no evidence that the design or manufacturing of the infiniti system or phaco handpiece contributed to the reported event. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 30, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. All products have been sterilized and all sterilization cycle parameters are verified for acceptability prior to release; however, since the lot number was not provided we are unable to review the batch record for the complaint. No further information was able to be obtained from this customer. However, a handpiece was returned for evaluation. The handpiece manufactured on december 3, 2014. Based on qa assessment, the product met specifications at the time of release. The customer reported 14 different phaco handpieces; however, it remains unknown which phaco handpieces were used during each case. 14 handpiece were received for evaluation. A visual assessment of the returned samples found 11 handpieces had no visual nonconformity and 3 handpieces were found to have a dent on the irrigation line. How or when the dent occurred, remains inconclusive. All handpiece was flushed for metal particulates testing. The samples were analyzed and found to have fibers up to 2 millimeters and 540 microns in length as well as metallic particles up to 30 microns. The fibers were identified and best match paper and cotton, respectively. The metallic particles were identified to have titanium; however, the exact origin and quantity of metallic particles remains inconclusive. A flow rate test was performed on the irrigation and aspiration lines of the handpieces which found the handpieces to meet manufacturer specifications per product specifications (ps). The handpieces were connected to a calibrated system. The handpieces tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpieces were connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpieces to meet specifications. The reported event of tass was not able to be confirmed. It should be known that all reusable surgical equipment should be cleaned and sterilized per industry standards and the dfu. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer reported ¿white spots/dots on the inner part of the handpiece¿. The 14 returned handpieces were received and visually inspected under a microscope. Scratches/nicks were observed on the inner wall of the handpiece shell at the location where the tip is installed inside the nose cone. When illuminated under a microscope, the scratches resemble white spots as reported by the customer. However, the ¿spots¿ were definitively observed to be small scratches and not foreign material. It is likely that the scratches are occurring during installation of the tip while using a tip wrench. However, it cannot be determined conclusively. The first handpiece was manufactured on december 3, 2014. The second handpiece was manufactured on march 11, 2009. The third handpiece was manufactured on february 18, 2013. The fourth handpiece was manufactured on december 1, 2010. The fifth handpiece was manufactured on april 25, 2016. The sixth handpiece was manufactured on april 10, 2012. The seventh handpiece was manufactured on january 14, 2014. The eighth handpiece was manufactured on january 24, 2014. The ninth handpiece was manufactured on september 27, 2013. The tenth handpiece was manufactured on november 17, 2014. The eleventh handpiece was manufactured on november 1, 2010. The twelfth handpiece was manufactured on august 13, 2007. The thirteenth manufactured on october 07, 2015. The fourteenth handpiece manufactured on august 13, 2015. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported three cases of toxic anterior segment syndrome. An inflammatory response in the anterior chamber was noticed at the post operative visit. All surgeries were uncomplicated. The damage to the cornea and choroid is not immediately predictable. Medical treatment was required. The hospital staff noted white dots/spots on the inner part of the handpiece. This report is the first of three reports being filed from this facility. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4).

Event description:
A completed questionnaire was received. This patient was the seventh patient of the day. The patient presented with descement-folds, severe uveitis anterior, spill over vitritis. The patient required medical treatment of anti-inflammatory eye drops every hour in the operated eye. Intravitreal injections of antibiotics and anti-inflammatory medication were also required. It is unknown what caused the inflammatory response.